Event description:
The patient was revised to address pain and inflammation. During surgery, the surgeon found three polyethylene plugs were broken off the knee prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.